Event description:
Battery packs sn (B)(4) and sn (B)(4) were returned to zoll lifecor from the (B)(4) distributor stating that the charger is saying the battery packs are defective.

Manufacturer narrative:
Device manufacture dates: battery pack sn (B)(4). Sn (B)(4): (B)(4) 2008. Device eval summary: device evaluations of battery packs sn (B)(4) and sn (B)(4) have been completed. The reported problem was confirmed. The cause of the discharged battery pack was defective cells within the battery packs. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified, but is likely electrolyte from a leaking cell. The root cause of the leaking cells was not positively identified. No adverse event resulted from the defective battery packs.